Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: the sample was not returned for evaluation. One electronic video was provided for review. The investigation is confirmed for the reported fluid/air leak issue as air was aspirating into the puncture needle in the provided video. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2024), g3, h6 (method and device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the device allegedly leaked fluid at the junction. It was further reported that the device allegedly sucked air. Reportedly, another needle was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, the video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that during a procedure, the device allegedly leaked fluid at the junction. It was further reported another needle was used to complete the procedure. There was no reported patient injury.